Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 56 cm proximal to the lead tip. Only the distal fragment was received for analysis. The returned lead fragment showed multiple extraction damages. It was severely stretched. The conductor cables were coiled inside their lumens and demonstrated fractures. The shock coil was deformed and partly shifted distally. Further analysis revealed a rubbed through insulation of the distal part of the lead. This damage can be considered the root cause of the reported noise and shock delivery. The characteristics of this damage indicate severe mechanical stress in the implanted state. Based on the extent of the extraction damages a significant ingrowth of the lead is assumed which may have affected the leads motion, resulting in an increased stress level. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Rv lead noise led to detection and inappropriate shocks. The lead is scheduled for revision but remains implanted. Should additional information become available, this file will be updated.